Event description:
It was reported that the neurostimulator was interrogated in order to activate it prior to use and the implant was noted to be discharged more than was expected or normal while sitting idle. There were no patient factors associated with this event as this device was never implanted. It is still in the original manufacturer packaging. No actions were taken and the issue is not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.